Event description:
After several attempts of placing the micrusphere 10 cerecyte microcoil 3.5 mm x 6.6 cm (csp10035030/f56737) into the aneurysm; it stretched. The physician was able to remove the coil successfully and the patient is fine. He kept the microcatheter (details unknown) in the aneurysm and placed another coil (details unknown) successfully into the aneurysm. It was noted during analysis that the coil was returned severely damaged.

Manufacturer narrative:
After several attempts of placing the micrusphere 10 cerecyte microcoil 3.5 mm x 6.6 cm (csp10035030/f56737) into the aneurysm; it stretched. The physician was able to remove the coil successfully and the patient is fine. He kept the microcatheter (details unknown) in the aneurysm and placed another coil (details unknown) successfully into the aneurysm. It was noted during analysis that the coil was returned severely damaged. The coil was returned severely damaged. The evidence suggests that the coil stretched during the multiple deployment attempts of placing the coil in the aneurysm. The exact source that caused this damage to the coil cannot be determined. In addition, without the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Concomitant medical products and therapy dates: microcatheter (details unknown); new coil (details unknown).